Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that prior to implant of the left ventricular assist device (lvad0) on (B)(6) 2022, the patient experienced cardiogenic shock and cardiovascular instability. The patient continued to be in vasogenic shock following implant. On the next day, on (B)(6) 2022, the patient developed signs of an infection. The patient's temperatures trended up and peaked on (B)(6) 2022 at 38.6 degrees celsius. White blood cell count peaked at 26.5 10e3/mcl and they were treated with antibiotics and anti-virals. The patient's temperatures normalized until their fever was completely gone on (B)(6) 2022. It was also reported that on (B)(6) 2022, the patient developed intermittent delirium. They were restless and agitated, and on (B)(6) 2022, the patient fought staff to get out of bed and self-extubated. Then patient was started on quetiapine take twice daily. On (B)(6) 2022, the patient developed supraventricular tachycardia with wide complexes/ventricular tachycardia which converted within 10 minutes after treatment with an amiodarone bolus and infusion.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (cardiac arrhythmia, infection, neurological dysfunction, and patient condition) cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information regarding the event was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia, infection, and neurological dysfunction as adverse events, as well as potential late postimplant complications, that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia, infection, and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia, infection, and neurological dysfunction as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that prior to left ventricular assist device implantation, an impella pump had been inserted on (B)(6) 2022 due to cardiogenic shock and cardiovascular instability. On (B)(6) 2022, the patient¿s impella pump was removed due to the infection. The patient's infection and vasogenic shock resolved without sequelae on 21mar2022. The patient's arrhythmia resolved without sequelae on (B)(6) 2022 after 4 grams of intravenous magnesium sulfate was given prophylactically and an amiodarone bolus/infusion was administered.. The patient's delirium resolved without sequelae on (B)(6) 2022.